Event description:
Procedure type: unknown. According to the reporter: as the surgeon was pulling back on the camera the white and gray portions of the trocar became disengaged. Allegedly, the surgeon was gentile in his moves and the shaft of the trocar was retrieved successfully and without difficulty using a kelly. No broken jagged edges were noted. The or team threw away this trocar. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.